Event description:
It was reported that on (B)(6) 2024 , a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. Two clips were implanted, reducing mr to a grade of 1. On (B)(6) 2024 , the patient returned to the hospital and imaging showed the implanted clip had migrated from the implanted location. The clip partially detached from the posterior leaflet, but remained attached to both leaflets. Tissue damage was observed. Mr to increase to a grade of 3-4 on (B)(6) 2024 , an additional mitraclip was performed, reducing mr to a grade of <1.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration (partial clip movement) is related to patient conditions (prolapsed posterior leaflet). Unspecified tissue injury and recurrent mitral valve insufficiency/regurgitation are due to the partial clip movement. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. Two clips were implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital and imaging showed the implanted clip had migrated from the implanted location. The clip partially detached from the posterior leaflet, but remained attached to both leaflets. Tissue damage was observed. Mr to increase to a grade of 3-4 on (B)(6) 2024, an additional mitraclip was performed, reducing mr to a grade of <1.